Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where she had been experiencing insulin flow block and had gone to the intensive care unit because of diabetic ketoacidosis. Patient was alerted by insulin flow blocked alarm as pump was not delivering insulin. No further information was available.

Manufacturer narrative:
E1: (B)(6). Patient country: united states.